Event description:
It was reported that a patient presented to the emergency room. Device interrogation revealed failure to capture at high capture threshold on the right ventricular (rv) lead. X-ray was performed and revealed rv lead dislodgement. During lead revision, it was noted that the helix would not retract. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were failure to capture, dislodgement, and the helix mechanism issue. The reported event of failure to capture was not confirmed while the reported event of helix mechanism issue was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.